Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the device was disposed of at the explanting facility, the device was not returned for additional evaluation and investigation. As an investigation was not performed, a definitive root cause could not be determined for the alleged issue. (B)(4).

Event description:
A patient contacted technical solutions to report a potential overdose. The patient reported that they went in for their scheduled refill and woke up later in the hospital due to an alleged overdose. The patient reported that they left the hospital and later saw their pain management physician. The patient reported that their pump is filled with dilaudid and bupivicane. Technical solutions contacted the agent covering the case for additional information. Additional information was able to be provided about the refill appointment. They stated that the np removed the expected 6 mls from the reservoir and began refilling the pump. Then, the np began pushing 5 mls of the medication when the patient reported feeling uneasy. It was reported that then the np released the plunger on the syringe and the medication self aspirated back into the syringe. It was confirmed that all 20 mls of medication was accounted for and that the pump reservoir was empty. However, the patient started becoming unresponsive and was brought to the hospital. At the hospital, the pump was turned off. The pump was later explanted and replaced with a medtronic pump. It is unknown what caused the patient to experience overdose symptoms. The pump was disposed of at the explanting facility. Agent stated that the physician believes there was a pump malfunction, specifically with the valves, and that a pocket fill did not occur.